Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia & new zealand (oaz). Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information provided by oaz, omsc surmised that the image was not displayed intermittently due to a communication failure in the video connector because the image disappeared when the video connector was moved. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The image disappeared when video connector was moved. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the unspecified procedure, the endoscopic image of the subject device was not displayed intermittently. There was no report of patient injury associated with the event.